Event description:
It was reported that the burr was stuck in the lesion and the drive shaft sheered proximal to the bar. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, the 1.5 burr was introduced into the ostial rca to burr the proximal calcified focal lesion at 160 rpms. Despite multiple attempts (3-4 runs), the rpms dropped significantly to 110. When attempting to withdraw the burr using dynaglide, the system resisted, and the burr remained stuck distal to the lesion and the drive shaft sheared proximal to the bar. The rotawire remained unaffected and maintained position. The physician wired next to the burr, positioned a balloon adjacent to it, and then placed another balloon distal to it. With balloon inflation, the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The burr was not returned for analysis. Inspection of the device found that the coil was stretched and detached at the distal end. Photos were attached to the complaint record showing the detached burr and the stretched and detached coil in accordance with findings during analysis.

Event description:
It was reported that the burr was stuck in the lesion and the drive shaft sheered proximal to the bar. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, the 1.5 burr was introduced into the ostial rca to burr the proximal calcified focal lesion at 160 rpms. Despite multiple attempts (3-4 runs), the rpms dropped significantly to 110. When attempting to withdraw the burr using dynaglide, the system resisted, and the burr remained stuck distal to the lesion and the drive shaft sheared proximal to the bar. The rotawire remained unaffected and maintained position. The physician wired next to the burr, positioned a balloon adjacent to it, and then placed another balloon distal to it. With balloon inflation, the procedure was completed with another of the same device. No patient complications reported.